Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the stent was inside the microdelivery catheter. The stabilizer was not returned; a coil pusher was returned with the device and was found to be bent in several locations. The coil pusher appeared to have been over torqued. The microdelivery catheter was compressed on the middle and distal shaft. There was some slight compression on the shaft just distal to the stent location in the microdelivery catheter. The stent was deployed in the laboratory using a demonstration stabilizer without any difficulties. No other anomalies were found. The reported event of stent premature deployment was not confirmed as the stent was returned inside the delivery system. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
During the procedure the physician was unable to deploy the stent at the lesion. As the system was being removed, the stent deployed inside the guide catheter. The guide catheter was removed from the patient and there was no reported clinical consequence to the patient. No other information is available.

Event description:
During the procedure the physician was unable to deploy the stent at the lesion. As the system was being removed, the stent deployed inside the guide catheter. The guide catheter was removed from the patient and there was no reported clinical consequence to the patient. No other information is available.